Manufacturer narrative:
A ge service representative performed an onsite investigation. The service representative performed a systems function test and the system passed. The representative found that the network patch cable had an intermittent problem and advised the customer to replace it. The system was tested and found to be working as intended and put back in service.

Event description:
The customer reported that the filament regulator failed and the system was unable to send images. No pt injury was reported.